Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2167420: 1164347: capsular contracture. Device returned to device analysis. 1575951: no complaint against the device. Device returned to device analysis. 1869897: deflation. Device returned to device analysis. 2867186: no complaint against the device. Device not returned to device analysis. (B)(6): a25 no apparent adverse event. Device not returned to device analysis. (B)(6): a010102 device appears to trigger rejection, e2107 failure of implant and a150202 malposition of device. Device returned to device analysis. (B)(6): e2303 capsular contracture, a010102 device appears to trigger rejection, e2107 failure of implant, a050401 fluid/blood leak and a150202 malposition of device. Device returned to device analysis. Even though there was one additional complaints of deflation for this lot number, the device was returned, and after inspection no workmanship was detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid leak / blood leak (deflation). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This report is for the left side. The device was explanted and replaced.